Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 13-nov-2015, an fse conducted on-site follow-up with the customer. The fse replaced the leak detector, waste funnel and tubing, waste electrode, tube waste funnel. This returned the instrument to normal operation. The most probable cause of the reported event was due to waste backing up in funnel and over flowing.

Event description:
On (B)(6) 2015, a customer reported that the leak sensor detected leakage on their aia-2000 analyzer. The customer is unable to run lhii and fsh patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting lhii and fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.